Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the facility. Following additional high level disinfection, the facility conducted additional microbiological testing. In the additional test, the testing indicated no microorganism growth for the subject device. The facility had reprocessed the subject device using olympus automated endoscope reprocessor model etd double (not available in the USA).

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the suction channel of the subject device repeatedly tested positive for several microorganism. On (B)(6) 2017, the suction channel tested positive for following bacteria. Citrobacter freundii (100 cfu). On (B)(6) 2017, the suction channel tested positive for following bacteria. Gram negative rod (6 cfu). There was no report of infection associated with this report.